Event description:
The ge oec 9800 fluoroscopy system seems to have displayed a charger fail error code.

Manufacturer narrative:
A ge oec service representative investigated the issue and it appears by the information received that the error displayed was a charger failure. The parts listed appear to be a replacement battery charger pcb. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.